Event description:
It was reported that on (B)(6) 2013, during a wrist surgery, the tip of the suture hook broke off and remained in the patient's wrist. The surgeon had to create another incision, and intraoperative fluoroscopy to recover the broken piece. The surgery was successfully completed using another needle/suture. The surgery took approximately half an hour longer than originally planned to complete. It was also reported that the patient has been recovering well; however, the scar was larger than expected. The lot number of the suture hook is unknown.

Manufacturer narrative:
To date, this product has not been received for evaluation. The suture hook is expected to be returned from france. When the product is received, an evaluation will be performed, and a follow-up report will be filed. To date, device has not been received.

Manufacturer narrative:
Conmed received the remainder of the suture hook for evaluation and confirmed the reported problem of tip breakage. Visual examination of the returned instrument found the tip broke near the area where the suture hook handle and the tip are welded together. An investigation was initiated and the instrument was further evaluated by the quality engineer and confirmed that the breakage occurred above the weld, and not at the weld, which suggested that the reported breakage is most likely user related. A review of the device history record could not be performed as the lot number was not provided by the user facility. This is a limited reuse device and without the lot # the exact age of the device could not be determined and detail of how the breakage occurred was not provided. A 2-year review of the complaint history for this device showed there were no other complaints of tip breakage. This complaint was received from one of the customers in france and a review of the installed base shipped records showed the latest record of a (B)(4) (small joint suture hook) sold to (B)(6) was sometime before (B)(6) 2009. This suggested that the instrument is approximately over four (4) years old. Based on the age of this device and available information, it is believed that the most likely cause of this reported breakage is user related associated with extended usage and/or application of excessive force being applied during use. In order to improve patient safety, the product's instructions for use (IFU) cautions the user: inspect instrument prior to use to ensure it is in good physical condition and functions properly, there should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instrument after use to ensure it has not been damaged.